Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii, change shape/size/style".

Event description:
Healthcare professional, through national breast implant registry, reported "capsular contracture baker grade iii, change shape/size/style". Capsulectomy was performed. This record is for the right side. The device has been explanted and replaced. It is unknown if the device will be returned.